Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind and motor position encoder error alarm was confirmed in the history file due to motor encoder signal out of phase. The displacement test could not be performed due to excessive motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 195 mg/dl. The customer stated she went into the MRI room with the insulin pump on but removed it prior to the test starting. Troubleshooting was not able to resolve the issue. The device was returned for analysis.